Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges the pump delivers too much insulin. Caller reported experiencing too low blood glucose level of 2.3-4.0 mmol/l often. Caller stated since two weeks, she used another pump; blood glucose level was okay. No adverse event reported. Requested return of the alleged device for evaluation.